Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, analysis showed deformation on the stiffening ring consistent with grasping with a surgical instrument. There were no serrated marks, however the break in the orifice and missing carbon are consistent with grasping with a hard (metal) surgical instrument causing fracture of the carbon substrate.

Manufacturer narrative:
The product has been returned and continues to undergo analysis. Upon completion of the analysis, a follow up report will be submitted.

Event description:
Medtronic received information that following the implant of this mechanical valve the doctor noticed that the frame of the valve was broken. The valve was explanted and another valve was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.